Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was hospitalized with dka due to her sensor failing. Due to the sensor failure, the patient was unable to monitor her cgm values. The patient stated that she couldn¿t remember any further event details. Therefore, no patient symptoms, treatment details, or length of hospitalization were reported. There was no documentation about exactly when the patient became aware of the sensor failure or what the patient¿s last known cgm value was prior to the sensor failure. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.